Event description:
Customer reported that the insulin pump returned a button error alarm and the keypad was unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.